Manufacturer narrative:
This complaint, MFR # 3007042319-2015-01221, was entered as a duplicate from MFR # 3007042319-2014-01020. No additional information will be forthcoming.

Manufacturer narrative:
Log files.log file analysis revealed 17 electrical fault alarms of type sys_rear_phase_c_open on the day before and day of the reported event. Additionally, nine high watt alarms were also logged in conjunction with the electrical fault alarms. Additional information: patient was fine although he was in a delicate state. Patient suffers from mild tremors so was consistently shaking in both arms and legs. Blood pressure was very low. One cleaning cycle was completed. The pump off time was 90 seconds. The controller was exchanged to avoid cross contamination. He didn't speak much, but acknowledged everything and said he felt fine before and after the procedure. Given all of this, patient was fine overall and gave a smile at the end. The controller was returned for evaluation. Various analysis were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. On-site inspection of the driveline connector and controller driveline port confirmed contamination by foreign material. The reported event was confirmed via review of the controller log files, which revealed 17 electrical fault alarms on the reported event date. Analysis of the controller revealed that the device failed to meet specifications; the device passed functional testing but failed visual examination due to foreign material found on the driveline port. The confirmed malfunction is related to the reported event. The most likely root cause of the electrical fault alarm is contamination by foreign material. An internal investigation has been opened to address these types of issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-01220 and 3007042319-2015-01221) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always investigate, and if possible, correct the cause of any alarm. Silencing an alarm does not resolve the alarm condition. An electrical fault is a fault in the continuity of the pump to controller electrical connection triggers this alarm. The fault could be in the hvad® pump motor, driveline and connector, or within the controller. The audio portion of this alarm can be permanently disabled via the monitor. When this alarm condition occurs, the hvad® pump will be running on a single stator and will consume slightly more power. To prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The IFU and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (ref 3007042319-2015-01220) submitted for devices related to the same event.

Event description:
It was reported by the vad manager that approximately 3 weeks post hvad implantation the patient experienced several electrical fault alarms. Site sent log files to the manufacturer for analysis. A driveline cleaning was recommended and scheduled for the following day. An atrial line was inserted to closely monitor b/p during the procedure. Upon inspection of the driveline, contamination was visible within the driveline connector pins contamination appeared to be gelatinous and green. Contamination was also visible within the controller pins. This patient had a previous driveline cleaning performed on (B)(6), approximately 2 weeks ago. This is report 2 of 2.